Event description:
The account alleged that a nurse had injured her shoulder while pulling a patient up in the bed.

Manufacturer narrative:
The account did not have a specific bed to inspect and the serial number was not recorded. The wound nurse stated that the bed was operating correctly but the nurses are unhappy with the friction between the patient and the ticking. The nurses used the 'boost' function, but still allege the patient is difficult to pull up in bed.